Manufacturer narrative:
(B)(4). (B)(6). (B)(4). This report is being filed on an international device, tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an implantation of an intraocular lens (iol), model zcb00v, using a non-abbott medical optics (amo) cartridge, a crack was made in the optic part of the lens. The surgeon had to perform a removal and replacement with an incision enlargement and suture. Another iol (no info provided) was implanted with no patient outcome problems reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/26/2016. Device returned to manufacturer: yes. Device evaluation: the lens was returned to the manufacturing site for investigation. Surface residuals (particles, fibers and ophthalmic viscosurgical device residue) were observed on the returned lens which indicate that the unit was handled and prepared for surgical use. A crack was observed at the optic zone and a broken haptic was also observed. The reported device problem for lens damage was verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There was no associated deviation or non-conformity reports found in the manufacturing record review related to the complaint. The units were released according to specification. A search on complaints related to the production order was conducted and revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the lens along with the recommended cartridge to be used. Only insertion instruments/cartridges that have been validated and approved for use with this lens should be used. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.